Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that did not work during use. The following information was provided by the initial reporter: iagbc valve not releasing to allow for draw/ infusion when the bung or syringe is applied the valve does not release. We can therefore not get any blood or inject anything through the cannula. We have collected some packaging with lot numbers. It is not all of the cannulas from the batches but it is always the 20 g. The cannula then needs to be removed as it is of no use. I have looked at some and it is evident that the valve doesn¿t perforate when the luer is attached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that did not work during use. The following information was provided by the initial reporter: iagbc valve not releasing to allow for draw/ infusion when the bung or syringe is applied the valve does not release. We can therefore not get any blood or inject anything through the cannula. We have collected some packaging with lot numbers. It is not all of the cannulas from the batches but it is always the 20 g. The cannula then needs to be removed as it is of no use. I have looked at some and it is evident that the valve doesn¿t perforate when the luer is attached.